Event description:
It was reported that during a supply change, the infusion set connector would not lock onto the device despite following standard attachment steps, and successful attachment occurred only after using a different connector from a new lot. Symptoms included no adverse clinical effects reported. Outcomes included successful completion of therapy after replacing the connector and shipment of replacement supplies. Investigation included troubleshooting with the user and collection of lot information. Investigation of this case revealed a malfunction of the connector component that prevented engagement with the device. It was concluded that the event was related to a device component malfunction of the connector, and replacement resolved the issue.